Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient recently had knee replacement surgery and was experiencing burning, pain, and pulsating in their hip and groin area. Patient reported it began after surgery at the knee surgery site 4 days prior to the report, but continued to radiate to their hip and groin. The doctor said they saw the patient but was unable to check if the device was off because they patient had not brought their patient programmer to the appointment. Doctor had sent the patient to the ER for examination. The doctor also reported the patient had deep vein thrombosis symptoms in the past, so they were wondering if the pain might be related to that. Patient was in the ER at the time of the call and the doctor was requesting a manufacturer representative to turn the ins off. The onset of the burning, pain, and pulsating was considered sudden, starting after knee surgery. No further complications were reported or anticipated.